Event description:
Spva, bo19-10 and b905s were implanted in the patient (female) in 2006 for v-p shunting. The initial setting pressure of the valve was 30mmh20. Three months later, the distal catheter came out of the stitch while taking a bath. Then, the doctor removed the distal catheter and implanted a new catheter in the reverse side. However, csf leakage from the new stitch was observed. Since the patient was infected with cerebral meningitis, the doctor replaced all the shunt system.

Manufacturer narrative:
Analysis has to be done.